Event description:
During an attempted ultrasound guided port placement with flouroscopy a portion of the guidewire sheath frayed and separated from the guidewire, resulting in a retained section of the sheath in the patient's jugular vein. FDA safety report ID # (B)(4).